Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 16.3mmol/l with drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission: 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. Pump history shows that one day prior to event date the pump was manually suspended on (B)(6) 2015 10:05 and manually resumed at 10:27. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The pump completed 24 hour duration testing with no eaw¿s. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.